Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due a gradual rise to high out-of-range shock impedance measurements greater than 125 ohms. Calcification on the shocking coil was suspected. No additional adverse patient effects were reported. Product return requested.